Event description:
It was reported that the user changed insulin type about one month ago and subsequently experienced recurrent overnight low glucose readings, with the lowest reported value of 40 mg/dl, and she asked whether the insulin change caused the lows; the cause remained unclear and device-related details were insufficient. Symptoms included hypoglycemia. Outcomes included no health consequences or impact, as glucose trended back to range without treatment upon waking. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and insufficient information regarding any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial